Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Atrial lead mistakenly screwed into the ventricular canal, after unscrewing the screwing key does not fit into the ventricular canal and the atrial lead does not fit into the atrial canal. Use of another pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Atrial lead mistakenly screwed into the ventricular canal, after unscrewing the screwing key does not fit into the ventricular canal and the atrial lead does not fit into the atrial canal. Use of another pacemaker.